Manufacturer narrative:
Evaluation determined that the footed portion was perforated. Previous investigation performed under pr# (B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated.¿ we will continue to monitor this complaint type for trends. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with a report of non-specified repair. It was reported that there was no patient impact. Repair escalated to product event on decontamination due to the footed portion being damaged by tool contact. On follow up it was confirmed there was no impact related to the device issue. No further information was provided.